Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with fortum injection (1 gram, once daily intraperitoneally (ip)) and reflin injection (1 gram, once daily ip). The patient remained hospitalized for the event. It was unknown if the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced fungal peritonitis. On an unreported date, dianeal therapies were withdrawn. On an unreported date, the patient's catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.